Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a lesion site in the popliteal, the recanalization catheter allegedly became stuck in the support catheter's sheath. It was further reported that the recanalization catheter and the support catheter were allegedly removed. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation was inconclusive for retraction problem as the device was not returned. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) state: product length selection and procedural notes: when using the tapered sidekick catheter with the crosser catheter 14s or 14p, the crosser catheter can be advanced approximately 15cm from the tip of the sidekick catheter. Resistance is encountered beyond 15cm due to the taper on the crosser catheter aligning with the taper on the sidekick catheter. A taper lock-up marker (single marker on the crosser catheter shaft) is located 127cm from the distal tip for the 146cm crosser catheter and 80cm from the distal tip for the 106cm crosser catheter. The taper lock-up marker is an indicator that the tapers on the catheters are nearing alignment; advance the crosser catheter slowly. Do not continue to advance the crosser catheter if resistance is encountered. Procedural steps: remove product using standard techniques while maintaining guidewire access when use of the product is complete.

Event description:
It was reported that during treatment of a lesion site in the popliteal, the recanalization catheter allegedly became stuck in the support catheter's sheath. It was further reported that the recanalization catheter and the support catheter were allegedly removed. Reportedly, another device was used to complete the procedure. There was no reported patient injury.